Event description:
Boston scientific received information that the pace and sense portion of this right ventricular (rv) lead was surgically abandoned, for an unspecified reason, during a non-boston scientific device replacement procedure. There was no report of adverse patient effects due to this procedure.

Manufacturer narrative:
All available information indicates that the lead was partially abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.